Event description:
Plaintiff, alleges latex allergy and is now subjected to increased health risks and may no longer work as a medical technologist. In addition, as a result of latex sensitization, plaintiff is subject in the future to one or more anaphylactic reactions to latex products and has suffered substantial injury, pain and suffering as well as econimic loss. Plaintiff's husband alleges loss of consortium.